Event description:
A device report from (B)(4) indicated a hospital in (B)(6) reported; pt status post t-pal implantation on an unk date was discovered to have the implant dislocated post operatively. No medical/surgical intervention was noted at this time. No further info was available at this time.

Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn, as no product was received.